Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and inspected visually and functionally. Visual observation revealed no anomalies; however, both implants were not present since they were deployed during the procedure. The needle was functionally tested on the applier and both triggers could be activated successfully with the complaint needle attached. Therefore, we cannot confirm the reported complaint. Per qlik query executed, no nonconformances were identified for this part-lot number combination. Furthermore, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54469, 1221934-2018-54470, and 1221934-2018-54471.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Associated medwatches: 1221934-2018-54470, 1221934-2018-54471, 1221934-2018-54469.

Event description:
It was reported during shoulder arthroscopy procedure on (B)(6) 2018, second implant could not be fired. The depth stop restricted the opening for the second implant. They opened a second omnispan gun which had the same problem. Only the third omnispan worked. The surgery took more time, they had to open a new omnispan gun and it frustrated the surgeon.